Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 17. Details of surgery: implant surface not completely covered with bone, sinus augmentation and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and inflammation. No further patient complications were reported.